Event description:
It was reported that during an unknown procedure, the clips were scissored. Another device used to complete the procedure with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.